Event description:
The device was received with no info.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the hand piece was returned with a loose mount and was tested on a generator and gave a solid tone. The hand piece was disassembled, moisture ingress and a torn acoustic isolator were found. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.